Event description:
The hcp reported that the patient experienced seizures approximately two weeks ago and the hcp is trying to rule out the pump. The hcp is unable to aspirate from the catheter access port during a routine catheter dye study. No volume discrepancies have been reported and he believes that the pump is functioning properly. A follow-up report will be sent if additional information becomes available to us.